Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncopal episodes. The patient had an intrinsic rate between 27 to 50 beats per minute. The right ventricular lead exhibited loss of capture and noise. Due to the patient's condition surgery was not possible.